Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received sensor scan results perceived to be low and was able to self-treat (unspecified); however, the customer was also in contact with a healthcare professional (hcp) and where scan results from the adc meter showed 40-50 mg/dl of blood glucose compared to laboratory results which showed the customer had a blood glucose level of 800 mg/dl, were plotted on a parkes error grid and fell into the "out of range" zone, showing the difference in values to be clinically significant. The customer was administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.